Event description:
It was reported in a publication that the authors conducted a retrospective (B)(4) study of consecutive adult patients at a single institution from (B)(6) 2009 to (B)(6) 2012 who underwent lumbopelvic fixation using s2ai screws or iliac bolts. Medical records were reviewed for patients with clinical failure, defined as an unplanned reoperation because of instrumentation failure and/or wound-r elated complications. The study population included 60 patients who underwent pelvic fixation: 37 received iliac bolts and 23 received s2ai screws. The patient presented with scoliosis and underwent t10-ilium psf with placement of iliac bolts and rhbmp-2/acs. Eight months post-op, the patient underwent revision surgery due to l3-4 non-union with rod fracture and increased back pain.

Manufacturer narrative:
Article citation: mazur et al. Unplanned reoperation after lumbopelvic fixation with s-2 alar-iliac screws or iliac bolts. J neurosurg spine. 2015 apr 3:1-10. Implant date: between (B)(6) 2009 to (B)(6) 2012. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.